Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that an infection developed at the cleo 90 infusion set site and blood glucose was adversely affected and reported at 401mg/dl. The patient had been rotating infusion set placement within three inches around her navel. Manual injections were used to address the high blood glucose. No permanent injury was reported.